Event description:
Customer's daughter reports back to back testing while using the compact plus system with results of 365mg/dl and 145mg/dl. No quality controls were run. No averse event related to the alleged malfunction was reported. A request was made for return of the suspect product and a replacement was sent.